Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an inpact av access paclitaxel eluting balloon catheter was used to treat the left venous cephalic arch. Approximately 15 months post procedure, patient suffered stenosis of the cephalic arch in the avf. Event was treated with medication and revascularization of the cephalic arch target lesion using a non medtronic pta balloon catheter. Investigator and sponsor assessed event is not related to device, procedure or paclitaxel.